Event description:
It was reported that the patient had a history where the pump was replaced because it had failed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).